Event description:
A surgeon reported a pt who had an intraocular lens (iol) implanted in 2007 and began experiencing intermittent blurry vision following a yag laser capsulotomy in 2008 (reason for yag is unk). On examination, the surgeon noted a small "ding" in the periphery of the iol. The pt was reported to have been asymptomatic prior to the yag procedure. The reporting surgeon did not perform the iol implant surgery, or the yag procedure. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 07/22/2009, 07/23/2009, and 08/13/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 08/20/2009.